Event description:
It was reported that the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod less than an hour. The patient reported being unsure if the cannula was properly seated in the infusion site arm additionally, the patient reported their upper arm was bloody after the pod was removed. As treatment a new pod was placed.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.